Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported and was questioned by a nurse. The sample was repeated twice on an alternate dimension vista instrument and resulted higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glucose result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that sample probe 1 and reagent probes 3, 4, and 5 were out of alignment. The cse realigned the probes and ran service methods to verify the instrument performance. The cse ran the patient sample (B)(6) five times for both glucose and calcium and results matched for both methods. The cause of the discordant glucose result was related to misaligned probes. This instrument is performing according to specifications. No further evaluation of the device is required.